Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, dysmenorrhoea and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded.; on (B)(6) 2007: result: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lad data added. Events : migration,abdominal, dysmenorrhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), psych injury were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ migration of essure device: endometrial cavity/the posterior endometrium wall contains a small hole through which protrudes a coiled wire') in a 52-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "two coils were visible in the endometrial cavity at the time of placement and that was left in situ. The patient¿s left side was then performed without difficulty, leaving coil (as written). After this had been done, an hta ablation was performed". The patient's concurrent conditions included fibromyalgia, cervical spondylosis, lumbar spondylosis, inguinal hernia, adenomyosis and chronic cervicitis. Concomitant products included budesonide since 2014 for celiac disease, hydroxychloroquine sulfate (plaquenil) since 2014 and hydroxychloroquine since 2014 for lupus erythematosus as well as amfetamine aspartate, duloxetine hydrochloride (cymbalta), levothyroxine sodium (synthroid) and levothyroxine since (B)(6) 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems: anxiety and mental anguish"), depression ("psychological or psychiatric problems: depression") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, psychological trauma, anxiety, depression and fatigue outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage and menometrorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menometrorrhagia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2007- she performed oophorectomy surgery. The posterior endometrium wall contains a small hole through which protrudes a coiled wire grossly consistent with essure coiled wire and two coils were visible in the endometrial cavity at the time of placement and that was left in situ. The patient¿s left side was then performed without difficulty, leaving coil (as written). After this had been done, an hta ablation was performed this events taken from medical records. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: unilateral occlusion (right tube occluded); on an unknown date: essure device was successfully occluded.; on (B)(6) 2007: result: right occlusion only. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet and medical record was received. Medically confirmed case. Events added from pfs- abnormal bleeding (vaginal), menometrorrhagia, depression, mental anguish, fatigue. And event added from mr-uterine perforation. Reporter information, medical history, concomitant drug, events onset date were added. Event outcome were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.